Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate value of 102 units and remained static. Reportedly, the cartridge was filled with 250 units of insulin. The customer¿s blood glucose level was 200 mg/dl. Reportedly, the customer loaded a cartridge successfully and received an accurate fill estimate.